Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after an insulin change during which the pump was paused and not promptly resumed, and the user administered a manual insulin injection; the device later alerted for high glucose and the user reconnected after a fill-tubing procedure with guidance. Symptoms included thirst. Outcomes included no outside assistance and no medical intervention. Investigation included customer service troubleshooting and education, including review of use, guidance to avoid insulin stacking by temporarily disconnecting after a manual injection, and assisted reconnection. Investigation of this case revealed user-managed high glucose associated with an interruption in insulin delivery due to pump pause and subsequent manual dosing, with glucose trending down to 200 mg/dl after reconnection, indicating device function when used as directed. It was concluded, based on previously established findings for similar reports, that the cause was use-related interruption of insulin delivery and subsequent recovery after appropriate troubleshooting and reconnection.